Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited and lead impedance issue. No comfirmation of intervention had been received. No patient symptoms was noted.